Manufacturer narrative:
The device was returned with a cracked and disconnected display assembly. Physical damage consistent with accidental impact was confirmed. Rtv sealant was present on only one side of the sealing interface, suggesting primer may not have been applied during manufacturing; however, no additional functional issues were identified. After reconnecting the ribbon cables, the device powered on successfully and the touchscreen functioned normally. A DHR review confirmed the device met all manufacturing release criteria. The event was determined to be accidental physical damage.

Event description:
It was reported that the pump screen was nonfunctional, with the entire display not illuminating, and a replacement was initiated while the user continued therapy with backup supplies. Symptoms included none. Outcomes included no reported clinical impact, no alerts, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a device display failure consistent with a hardware screen malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the display component.